Event description:
Event description boston scientific received information that this trasnvenous lead exhibited increasing impedences over the past eight months and currently is registering >3000 ohms. In addtion, there was also no capture in the right atrium. There was an allegation of premature battery depletion of this cardiac resynchronization therapy-defibrillator (crt-d).